Event description:
The pt was implanted with a smooth saline mammary prosthesis in 1998. Subsequently, the pt experienced a deflation of the device and delayed wound healing. The device was removed in 1998.